Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter attempted to power the pump on with multiple batteries with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/22/2013: the device was returned to animas and evaluated by product analysis on 07/26/2013 with the following results: testing was unable to duplicate "no power" complaint. Multiple occurrences of "power on resets" or reboots were observed in the black box. Battery compartment intact, no damage. No evidence of moisture contamination found inside battery compartment. Battery cap is able to fully tighten. A power loss was not duplicated. Battery cap measures within specifications. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. Pump case was removed, no evidence of moisture was identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact.